Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% in stent restenosed target lesion was located in the moderately tortuous left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was used to pre-dilate the lesion. First inflation was performed at 12atm. However, on the second inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with a 3.0/13 and a 3.0mm non-bsc balloons. No patient complications were reported and the patient's condition was good.